Event description:
It was reported to philips ¿the temperature detection function is not used, and the temperature alarm cannot be cancelled, the patient said this alarm affect the rest, the submitter did not provide the detailed information of harm¿. The device was in clinical use at the time the issue was discovered. The patient said this alarm affect the rest, the submitter did not provide the detailed information of harm.